Event description:
It was reported that the device was explanted after an implant duration of 8 years and 1 month. The reason for explant is unknown. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.